Manufacturer narrative:
Concomitant medical products: 3830, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise, eighty nine sensing integrity counter (sic) counts, possible fracture and high rate non sustained episodes. Follow up was conducted and the nurse stated no intervention has been completed on the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.